Manufacturer narrative:
The device was returned to a zoll approved certified service provider and the customer's report was observed during initial testing. After reconnecting some system interconnection cables the report was resolved. However, it could not be firmly established which connections were the cause. The device was recertified and returned to the customer. Analysis of reports of this type has not identified an increase in trend.

Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that during functional testing, the device powered on without display. Complainant indicated that there was no patient involvement in the reported malfunction.